Event description:
The customer called to report multiple motor error alarms. The customer then stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 552 mg/dl. The event was about four years ago, and she never called in to report it. The customer stated that she was also sick with the flu during that time. Advised the customer that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.